Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent. Then six (6) days post initial procedure, the patient presented with a leak from the junction of the bifurcated and vela devices (identified as a type iiia endoleak). The physician plans to re-intervene but surgery has not been scheduled. As of date, there have been no additional patient sequelae reported. Subsequent to the initial report, additional information was provided that the physician intends to monitor the patient and perform a 6 month computerized tomography.

Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported type iiia endoleak was unconfirmed due to lack of medical imaging. Device, user, procedure or anatomy relatedness of this reported event could not be determined. Procedure related harms for reported event could not be determined. No contributing factors were identified. The final patient status was reported to patient monitoring. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted; therefore, no evaluation was completed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2. B5: describe event or problem ¿ updated d4: lot expiration date/UDI - updated h6: device code ¿ remove 3190 h6: result code ¿ remove 3233 h6: conclusion code ¿ remove 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx2.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent. Then six (6) days post initial procedure, the patient presented with a leak from the junction of the bifurcated and vela devices (identified as a type iiia endoleak). The physician plans to re-intervene but surgery has not been scheduled. As of date, there have been no additional patient sequelae reported.